Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, it was reported that check button on the patient's infusion device was not fully functional. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.